Event description:
The customer observed falsely elevated results on the alinity c analyzer, serial number: (B)(6), for multiple assays. The samples were repeated on another analyzer with expected results. The following data was provided: sid assay: initial result: repeat result: (B)(6), 69 year old female na-c 162.3 mmol/l 140. (B)(6), 80 year old male na-c 164.0 mmol/l 142. (B)(6), 88 year old male na-c 149.9 mmol/l 119. (B)(6), magnesium > 3.90 mmol/l 0.79. (B)(6), na-c > 200.0 mmol/l 119. (B)(6), k-c 7.42 mmol/l 3.8. (B)(6), 78 year old male tbili2 20.6 umol/l 11. (B)(6), co2 38.5 mmol/l 19. (B)(6), na-c > 200.0 mmol/l 144. (B)(6), k-c > 10.00 mmol/l 5.3. (B)(6), 76 year old male k-c 6.82 mmol/l 4. (B)(6), na-c > 200.0 mmol/l 143. (B)(6), 85 year old female tbili2 8.3 umol/l 5. (B)(6), na-c > 200.0 mmol/l 142. (B)(6), k-c >10.00 mmol/l 5.3. (B)(6), 87 year old female tbili2 10.2 umol/l 7. (B)(6), na-c 182.7 mmol/l 135. (B)(6), 76 year old male magnesium >3.90 mmol/l 0.73. (B)(6), cac2 4.01 mmol/l 2.05. (B)(6), na-c >200.0 mmol/l 129. (B)(6), k-c 7.42 mmol/l 3.9. (B)(6), 46 year old male tbili2 48.2 umol/l 29. (B)(6), na-c 170.3 mmol/l 140. (B)(6), 69 year old female cac2 4.35 mmol/l 1.91. (B)(6), cl-c >150.0 mmol/l 104. (B)(6), k-c 8.40 mmol/l 4.4. (B)(6), na-c >200.0 mmol/l 139 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.